Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure prior to implant, the lead helix had difficulty extending. It was able to extend after some time, but the helix could then not be retracted. The lead was not used and was replaced. The patient's condition was stable.